Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a aaa .  It was reported on an unknown date, a small type iiib endoleak was noted in the limb etlw1616c156ee. The endoleak was causing sac expansion in the  iliac artery of  8.8 cm and in the aneurysm sac to 6.1 cm. The stent graft was explanted as treatment.  No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Explant date- year valid only 2.3 event date - year valid only medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak could not be confirmed on the films returned, therefore, the cause of the event could not be determined. Analysis of the returned cts identified loss of seal at the distal margin of the right limb stent graft. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. Earlier post-implant CT's were not available for evaluation of the stent graft in-vivo configuration over time. Post-implant angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Although there was no obvious contrast leakage observed in the abdominal aorta or left common iliac aneurysm sac, a type iiib endoleak cannot be ruled out. Anatomical characteristics that could have cause a fabric tear, such as calcification, was observed in the left iliac artery. It is possible that a type ii endoleak due to retrograde flow from patent collateral vessels feeding into the aneurysm sac may have been present and may have been a contributory factor in the reported aneurysm enlargement. It is possible that disease progression over time may have been a factor in the observed loss of seal, but this could not be confirmed. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Device evaluation summary: analysis of the graft found an abrasion tear on stent ring 4 with a trail of wear which may have contributed to the reported endoleak. No further damage was found. Updated d.8 , d.9m h2 and ' additional codes'. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that uss surveillance scan picked up sac expansion (B)(6) 2022, the patient then went on to have cta, then further us by a interventional radiologist ¿ unable to identify source of endoleak but further sac expansion noted. Further multiphase CT on the (B)(6) 2022 showed an endoleak but again the physician was uncertain source at this stage. The stent graft was explanted on the (B)(6) 2022. The physician does not know the cause of the iiib endoleak. D4: updated d6a: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.